Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen misalignment. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a touchscreen misalignment. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue as the issue remained after touchscreen calibration was performed. The pse therefore replaced the touchscreen and verified that the issue was resolved-- periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue and was unable to confirm the touchscreen misalignment. The technician verified that the touchscreen passed all flex cable resistance verification testing, and the visual inspection of this touchscreen did not show any signs of damage or contamination. No problem was found.